Manufacturer narrative:
Evaluation was not performed because retained device was not received at scientia vascular. We tried to contact the physician multiple times to find out about the device that was to be returned and to get more information about the incident. We have not been able to make contact with the physician. Therefore, we decided to close this complaint and monitor future complaints for any trends.

Event description:
The physician was utilizing an aristotle 24 wire to deploy a surpass flow diverter stent. He used the "j" wire technique to go back inside the deployed stent to further oppose the stent to the vessel wall. During the rotation of the aristotle 24 wire inside the stent, he encountered some resistance and fractured the distal 3-5mm of the wire. The fractured wire tip could not be retrieved so he deployed a 2nd surpass flow diverter to basically sandwich the fractured wire. He did retain the rest of the wire. We believe the physician was planning to send the retained device to scientia vascular, but we have not yet received it for evaluation.